Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Event description:
The complainant reported that a patient encountered ischemia post impella cp support. Immediately after the case concluded, the impella cp and the impella sheath were explanted and the patient began to complain of their leg tingling and numbness. A doppler was used to assess blood movement in the right foot and ankle, and pulsatility was observed but produced a weaker signal than the left foot. The physician decided to have the patient kept for observation for a few hours and would determine with further diagnostic testing if further intervention was necessary. No further intervention was noted.

Manufacturer narrative:
The investigation was completed. No product was returned for investigation. Ischemia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.